Event description:
It was reported that on 26 april 2023, a 25mm navitor valve was chosen for implant using a large flexnav delivery system. The valve was implanted at an optimal depth with no noted leak or gradient detected. After the procedure, the patient was transferred to the intensive care unit (ICU) and developed a stroke. The patient was medically unresponsive and had to be resuscitated. A computerized tomography (CT) scan was performed and revealed a defect in the posterior vertebral flow area. It was not determined when the defect had occurred. It was confirmed that the navitor was functioning as expected when and after the stroke occurred. The patient experienced partial loss of sight that resolved after a few days. The physician stated that there was no association with the valve implant procedure, and it was due to a pre-existing kidney tumor. The patient was last reported as stable and recovering on (B)(6) 2023.

Manufacturer narrative:
An event of stroke and a defect in the posterior vertebral flow area was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a large flexnav delivery system. The valve was implanted at an optimal depth with no noted leak or gradient detected. After the procedure, the patient was transferred to the intensive care unit (ICU) and developed a stroke. The patient was resuscitated. A computerized tomography (CT) scan was performed and revealed a defect in the posterior vertebral flow area. It was confirmed that the navitor was functioning as expected when and after the stroke occurred. The physician stated that there was no association with the valve implant procedure, and it was due to a pre-existing kidney tumor. The patient was last reported as stable and recovering on (B)(6) 2023.